Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Distributorâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block h4: date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The enhanced sensor interface board (esib) was replaced to resolve the reported issue.